Event description:
The pt developed pseudophakic bullous keratopathy and failed graft in the right eye. The anterior chaamber intraocular lens was found to be anteriorily displaced and was explanted. A new intraocular lens was implanted and a corneal graft done.